Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was consumed in the event.

Event description:
During onyx injection, it was reported onyx was not seen exiting at the catheter's tip and the physician noted onyx was present in the carotid artery siphon. As a result, onyx had embolized the carotid siphon. No pt injury reported. Same event as MDR# 2029214-2009-00020.